Manufacturer narrative:
H.6 investigation summary: multiple photos were received and evaluated. The photos depicted five loose threaded lock pieces. Three of the pieces had visibly short cannulas from unknown cavities. Three up close photos of cavities showed #31, 32, 43, but it was not clear if those numbers belonged to the short cannula pieces. The most probable root cause is an overheated core pin, which was possibly caused by a temporary blockage of a cooling flow. Customer complaint trends are evaluated on a monthly basis and currently do not indicate the need for a formal corrective action. However, a notification of awareness has been sent to the manufacturing department. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd threaded lock cannulas experienced leakage, the tip of the interlink breaking off, and product damage/deformation -device still operable. The product defects were noted during use. The following information was provided by the initial reporter: 5 issues like drug leakage, flow issue, needle broken occurred in a day.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd threaded lock cannulas experienced leakage, the tip of the interlink breaking off, and product damage/deformation -device still operable. The product defects were noted during use. The following information was provided by the initial reporter: 5 issues like drug leakage, flow issue, needle broken occurred in a day.